Manufacturer narrative:
D4, g4: model number is not sold in the us but similar device is sold under model d1000. This product was used for the product code, and 501k. E1 - additional contact. This complaint was received from the initial reporter through: (B)(6). The device is not available for evaluation. The investigation is pending completion. Upon completion a supplemental MDR will be submitted.

Event description:
A complaint was received regarding a tego¿ connector that experienced no flow. The reporter stated that at the moment of flushing the catheter access, there was resistance (syringe was attached to the connector to perform the flush with saline solution). The event occurred at the end of the treatment upon closing the catheter. The customer stated that there was no attempt to insert the saline solution into the catheter with the tego with closed clamp; the clamp was open, and still, it was not possible to insert the saline solution. The product was replaced with one from the same lot, and after the replacement, there were no further issues. The event occurred during patient use, however no harm was reported as a result of this event.

Manufacturer narrative:
Investigation summary: no product samples, pictures, or videos were received for investigation. However, the complaint can be confirmed based on the lot history. The probable cause of the restricted flow is due to variation on tego seal material which has a direct impact on functional performance of the tego connector with an additional contributing factor regarding uneven adhesive application. The device history was reviewed and the lot number was found to fall under the scope of a corrective and preventative action (CAPA). The CAPA plan has been implemented to address the identified issue. The outcome of the CAPA is currently under evaluation and is not yet finalized.